Event description:
Customer reported a hospitalization for high blood glucose. The blood glucose reading was over 600 mg/dl. Customer was wearing the insulin pump at the time of the event. Upon admission, the insulin pump was removed and customer was treated with manual shots. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.